Manufacturer narrative:
A maquet field service technician will evaluate the device in question. In addition the manufacturer requested additional information. A supplemental report will be provided if additional information becomes available.

Event description:
The "head error" error message occurred during patient treatment and lead to a pump-stop. The device was successfully restarted. During this treatment the error occurred three times ((B)(4)). In addition it was reported that due to mishandling of the device the rotaflow drive suffered an impact right before the first occurrence of the error. It was additionally reported that at the second event ((B)(4) the pump stopped for about 5 minutes until the device was restarted and the patient was not supported during this time. It was confirmed that the device was not replaced during the treatment and the emergency drive was not used. According to the complaint description there were no adverse affects on the patient. (B)(4). Related complaints: (B)(4).

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The fault could not be reproduced. The device passed all tests and services.

Event description:
(B)(4).